Manufacturer narrative:
(B)(4) 2016 additional information received from customer indicates the following - customer reported hospitalization date of (B)(6) 2015 and being released (B)(6) 2015. Customer was hospitalized with an elevated blood glucose (bg) of 286 mg. Dl and diabetic ketoacidosis. Customer had attempted to bolus and take injections to resolve the elevated bg's. Customer has been taking anti-depressants since hospitalization and short term disability.

Event description:
It was reported the customer was hospitalized due to elevated blood glucose levels, but method of intervention was not reported. Customer performed troubleshooting, and reportedly, insulin was not coming out of the cannula.

Manufacturer narrative:
No product returning for eval. Should additional info become available, a supplemental form will be completed.